Event description:
Initial reporter indicated to their regional manager in (B) (4) they were having frozen screen issues with their handheld computer at (B) (4). Reported it happened several times over the last weeks. The problem could not be solved by doing handheld resets. The handheld is at manufacturer pending completion of product analysis.